Event description:
It was reported that this pacemaker recorded inappropriate atrial tachy response (atr) episodes due to cross channel oversensing. Boston scientific technical services (ts) recommended to bring the patient to clinic to performed reprogramming optimization. This device remains in service. No adverse patient effects were reported.